Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event. No anomalies were observed on imaging. The patient was stable following the procedure.

Event description:
During a follow-up, noise resulting in over-sensing episodes were observed on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.